Manufacturer narrative:
Section h6 and h10: multiple attempts to obtain additional case information were made, however, the information was not forthcoming. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. In this case, the root cause for the valve degeneration cannot be determined. However, the valve degeneration may be related to the patient¿s co-morbidities (not provided) or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, 5 years and 3 months post deployment of a 29mm sapien xt valve, the patient¿s valve degenerated (stenosis, mild central ai) and the patient underwent a valve in valve, (29mm sapien 3 in 29mm sapien xt valve) tavr procedure. The procedure was successful, and the patient was noted to be in stable condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.